Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing for ultrasound gastrovideoscope gf-uct260, it was reprocessed without the connecting tube maj-2358. The user facility used the gf-uct260 for the endoscopic ultrasound-fine needle aspiration (eus-fna) procedure in one patient. There was no report of patient injury associated with the event.